Manufacturer narrative:
Based on the information provided, it was determined that the tissue samples exhibiting sub-optimal tissue processing were derived from the "routine overnight" protocol comprising 139 cassettes, which started in retort a at 10:13am on (B)(6) 2020 and completed at 06:52am on (B)(6) 2020. The "routine overnight" protocol, which is of 12 hours and 51 minutes duration (excluding the fixation step of five (5) minutes duration), has been validated by the laboratory and was last modified on 13 july 2016. Information documented by the leica product applications specialist - (B)(4) details the tissue types adversely affected in this event as endoscopic biopsies, liver biopsy, placenta, umbilical cord, prostate chips, prostate cores and cervix biopsy samples. The specific dimensions of the tissue samples exhibiting sub-optimal processing were not provided. Section 8.2.1 of the leica peloris/peloris ii user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Although the size of the tissue samples was not specified, the manufacturer recommendations indicate that the "routine overnight" protocol with a duration in excess of 12 hours is not appropriate for a number of the tissue types reported as exhibiting sub-optimal processing. The findings suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the size/type of the tissue samples being processed.

Event description:
The leica tac supervisor and the leica product application specialist - (B)(4) received a complaint by email detailing the following in relation to peloris ii rapid tissue processor serial number: (B)(4): "we have had issues with the processing of the blocks last night. This morning when (B)(6) started embedding she noticed the cores were hard and had an orange tinge to them. Specimens such as placentas and prostate chips were noticeably 'shrunken' in appearance and quite brittle. The process completed the overnight run without any issues. One of the formalin bottles was changed yesterday. No other reagents were at their threshold until the run had finished this morning. A wax and a citrasol had to be changed this morning after the run. I am reprocessing the blocks so they are currently on a reprocessing run. This issue seems to have happened before. Do you have any ideas of what might be happening?" On (B)(6) 2020, the leica product application specialist - (B)(4) contacted the laboratory by telephone to obtain further information regarding the circumstances involved in this complaint. The pas documented the following information: "the customer has not changed and cassettes or biopsy pads recently. The customer described the following tissue: endoscopic biopsy - brittle; liver biopsy - brittle; placenta - shrunken and brittle; umbilicol [sic] cord - brittle and shrunken; prostate cores - shrunken; cervix biopsy - orange tinge and brittle. The customer is currently using the peloris to reprocess the tissue using slow reprocessing procedure". The leica product application specialist - (B)(4) further documented that the sub-optimal tissue processing reported by the complainant was derived from 1 "routine overnight" protocol comprising 130 cassettes started on (B)(6) 2020; and the tissue types processed were endoscopic biopsies, liver biopsy, placenta, umbilical cord, prostate chips, prostate cores and cervix biopsy. The size of the tissue samples was not specified. On 13 july 2020, the leica tac supervisor and the leica product application specialist - (B)(4) received the following information from the complainant by email: "we have just finished cutting the blocks that were affected by the processing last week. I will wait to see what the pathologists think of the quality, on a promising note one of the prostate core cases that were processed was looked at by (B)(6) on friday and she could diagnose cancer in the cores." On 17 july 2020, the leica tac supervisor received the following information from the complainant by email: "we re-processed the tissue blocks that were affected by the issue with the peloris. Those cases have been cut and given to the pathologists. The cases were diagnosable as far as I know. I haven't been told otherwise by any of the pathologists."